Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22069307. D4: medical device expiration date: 25jun2025. H4: device manufacture date: 25jun2022. H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that when flush is attached to the tubing it is impossible to push the fluid through could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c and lot number 22069307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2022 and a total of (B)(4) units in 1 lot number was built on 30jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received a root cause could not be determined.

Event description:
It was reported that 2 bd maxplus¿ extension set experienced occlusion. The following information was provided by the initial reporter: "we are having multiple issues with the tubing attached in the photo mfg #mp3501-c. When you attached a flush to the tubing, it is impossible to push the fluid through."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxplus¿ extension set experienced occlusion. The following information was provided by the initial reporter: "we are having multiple issues with the tubing attached in the photo mfg #mp3501-c. When you attached a flush to the tubing, it is impossible to push the fluid through."